Event description:
Device 2 of 5: MFR reference report: 1627487-2019-00762, 3006705815-2019-00216, 3006705815-2019-00218, and 1627487-2019-00766. It was reported that the infection is resolved.

Event description:
Device 2 of 5: MFR reference report: 1627487-2019-00762, 3006705815-2019-00216, 3006705815-2019-00218, and 1627487-2019-00766. It was reported that the patient experienced an infection. The system was explanted due to the infection on (B)(6) 2018. Patient is being treated with antibiotics.